Event description:
The pt was implanted with a left ventricular assist device (lvad). An (B)(4) report was submitted to the MFR indicating that the pt had an infection. Additional information received stated that on (B)(6) 2013, the hospital found there was (B)(4) on the driveline. This was cultured after the pump was removed as the pump was explanted for pt recovery. The hospital had to check to see what they needed to treat the pt with since the pump was removed. There was nothing wrong with the pump and the pt is now at home.

Manufacturer narrative:
The user facility report #(B)(4) was received from the (B)(4). The MFR is attempting to acquire the explanted device for further eval. No further information is available at this tim. A supplemental report will be submitted when the MFR's investigation is completed.